Event description:
Customer reported leaky hose. During service, the technician found that the hose had a hole, the casing was heavily worn out and the security lock was defective . This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the o-rings was damaged. Various parts were replaced. Device was repaired and returned to the customer.